Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of chemo-aide continue-lines "easily" separated. Reportedly, "the glue is not strong enough". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph and twenty (20) companion samples were provided for evaluation. Visual inspection on the photo sample revealed a separation of the tube from the three lead y connector. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. Visual inspection on the companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the samples met specification. The reported condition was not verified for the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.